Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The calcified target lesion was located in the distal right coronary artery (rca). A 2.5x24mm taxus liberte drug eluting stent had been advanced to treat the target lesion but the stent struts were damaged as a result of the calcification in the lesion. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: visual examination of the returned device revealed stent damage. Several distal stent struts were raised and pulled distally towards the tip. This type of damage is consistent with the device encountering some form of restriction. The complaint report states that the stent strut was damaged as a result of the condition of the target vessel. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is unknown.